Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had several low flow events post implant with flows dropping as low as 0 lpm. The patient was given a fluid bolus as well as a low dose epi bolus. During the low flows the patient was hemodynamically unstable with mean arterial pressure of 40, low pulmonary artery pressure, and hypotension.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the low flow events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the captured rotor noise faults following the decrease in flow to 0 liters per minute (lpm), as well as the increase in rotor noise, appeared consistent with a foreign material being ingested into the pump, contacting the rotor, and passing through. The submitted system controller and lvad event log files captured low flow events on (B)(6) 2022, in addition to periods of rotor instability and elevated rotor noise that appeared consistent with a foreign material being ingested into the pump before ultimately passing through. Further intermittent low flow events were also captured; however, they were not associated with any other atypical events and were captured with elevated pulsatility index (pi) values. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas, including device thrombosis. The IFU outlines indications of thrombus as well as how to respond to such events and provides information regarding the recommended anticoagulation therapy and international normalized ratio range. This document also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists thrombosis as an adverse event which may be associated with the use of heartmate 3 lvas and addresses all pump parameters including pump speed, power, flow, and pi. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.